Event description:
It was reported that the device was used during a thoracotomy. The device locked out and was difficult to open. The case was completed with other devices. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon testing of the device, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence, the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.